Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient visited the clinic with chest and back pain. The patient also complained about not sleeping through the night. A checkup confirmed that the patient's right atrial (ra) lead threshold had increased. The device was reprogrammed. The patient was admitted for a detailed exam a few days later and a perforation was confirmed. The lead tip was confirmed to be extended slightly. Open chest surgery was performed. The ra lead was inactivated. No further patient complications have been reported as a result of this event.